Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device was found to have output connector wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an error code e102 occurred while using the visera elite xenon light source. The device was inspected prior to use, the issue occurred during the procedure, and the procedure was completed with the same set of equipment, and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.